Event description:
It was reported that an alarm was not heard but confirmed by telemetry. The health care provider (hcp) could hear the pump beeping but the patient did not report hearing alarms and the nursing home facility didn¿t as well. Telemetry confirmed a critical alarm was occurring due reset occurred¿ low battery. The pump logs showed multiple reset occurred ¿ low battery messages on 2014 (B)(6). The only log more recent was a motor stall recovery message on 2014 (B)(6). Safe state occurred. Upon interrogation the pump was currently showing to be in safe state. The hcp indicated they would likely not replace the pump due to the patient¿s current health condition. The patient¿s nursing home had increased the patient¿s oral medications on 2014 (B)(6) due to an increase in pain level. The sister of the patient reported that the patient started having seizures around (B)(6) as well. The hcp didn¿t have any details on the history of the seizures or specific timeline. The pump was refilled most recently on 2014 (B)(6). The device system was previously used to deliver morphine 25mg/ml at 9.129mg/day and currently delivered a dose of 0.15mg/day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed a motor feedthrough anomaly and shorting across the insulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code ¿ is being updated for this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, lot# j11310r63, implanted: 2002 (B)(6); product type catheter. (B)(4).